Event description:
Boston scientific received information that this chronic left ventricular (lv) lead displayed an increase in pacing threshold and a slight rise in impedance of 100 ohms. It was determined that the lead had become dislodged after a severe coughing spell. The patient was seen for a lead revision procedure where the lead was capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.